Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer¿s other blood glucose were 145 mg/dl, 388 mg/dl and 400 mg/dl, 300 mg/dl. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports insulin exited at the quick release. The customer was not using the auto mode feature. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set,ozp-mmt-7020-snsr.